Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 5 apr 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had sensing capture threshold issue. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient condition is unknown.

Manufacturer narrative:
Correction- h6 - removed capturing problem code from medical device problem code field.

Event description:
New information received notes the right ventricular lead had sensing issues where the r wave amplitude was small and capture threshold issue. The patient was in stable condition.